Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/essure broke'), fallopian tube perforation ('migration of essure device / fallopian tube perforation'), uterine perforation ('migration of essure device/ perforation uterus') and multiple episodes of menorrhagia ('menorrhagia (heavy menstrual bleeding)', 'abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal imbalance: irregularity"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), urinary incontinence ("bladder problems/bladder or urinary problems or changes: bladder leakage"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), rash ("skin breakouts/rashes or skin conditions type: constant face, chest and back breakouts"), depression ("depression"), genital haemorrhage ("abnormal bleeding (general)") and anxiety ("psychological condition: anxiety") and was found to have weight increased ("hormonal changes describe: weight gain"). In (B)(6) 2014, the patient experienced memory impairment ("forgetfulness") and fatigue ("extreme fatigue"). In 2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), night sweats ("night sweats"), feeling cold ("freezing"), abdominal distension ("bloating"), mood swings ("mood swings"), chills ("chills"), asthenia ("lack of energy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), supraventricular extrasystoles ("blood or heart disorder/condition type: pacs"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain lower"), headache ("headache") and fungal infection ("yeast infection"). The patient was treated with surgery (ablation, hysterectomy full, salpingectomy (bilateral salpingectomy) and hysterectomy full, salpingectomy bilateral). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, memory impairment, abdominal pain, vaginal discharge, urinary incontinence, vaginal infection, alopecia, night sweats, feeling cold, abdominal distension, weight increased, rash, mood swings, depression, chills, asthenia, vaginal haemorrhage, migraine, supraventricular extrasystoles, nausea, dysmenorrhoea, irritable bowel syndrome, anxiety, hormone level abnormal and fungal infection outcome was unknown, the pelvic pain, back pain, the last episode of menorrhagia, genital haemorrhage, bacterial vaginosis, vulvovaginal mycotic infection, abdominal pain lower and headache had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, asthenia, back pain, bacterial vaginosis, chills, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, feeling cold, fungal infection, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, memory impairment, migraine, mood swings, nausea, night sweats, pelvic pain, rash, supraventricular extrasystoles, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-may-2020: pfs received- new event yeast infection was added. Event outcome of heavy bleeding updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/essure broke'), fallopian tube perforation ('migration of essure device / fallopian tube perforation'), uterine perforation ('migration of essure device/ perforation uterus') and multiple episodes of menorrhagia ('menorrhagia (heavy menstrual bleeding)', 'abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal imbalance: irregularity"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), urinary incontinence ("bladder problems/bladder or urinary problems or changes: bladder leakage"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), rash ("skin breakouts/rashes or skin conditions type: constant face, chest and back breakouts"), depression ("depression"), genital haemorrhage ("abnormal bleeding (general)") and anxiety ("psychological condition: anxiety") and was found to have weight increased ("hormonal changes describe: weight gain"). In (B)(6) 2014, the patient experienced memory impairment ("forgetfulness") and fatigue ("extreme fatigue"). In 2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), night sweats ("night sweats"), feeling cold ("freezing"), abdominal distension ("bloating"), mood swings ("mood swings"), chills ("chills"), asthenia ("lack of energy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), supraventricular extrasystoles ("blood or heart disorder/condition type: pacs"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain lower") and headache ("headache"). The patient was treated with surgery (ablation, hysterectomy full, salpingectomy (bilateral salpingectomy) and hysterectomy full, salpingectomy bilateral). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, memory impairment, abdominal pain, the last episode of menorrhagia, vaginal discharge, urinary incontinence, vaginal infection, alopecia, night sweats, feeling cold, abdominal distension, weight increased, rash, mood swings, depression, chills, asthenia, vaginal haemorrhage, migraine, supraventricular extrasystoles, nausea, dysmenorrhoea, irritable bowel syndrome, anxiety and hormone level abnormal outcome was unknown, the pelvic pain, back pain, genital haemorrhage, bacterial vaginosis, vulvovaginal mycotic infection, abdominal pain lower and headache had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, asthenia, back pain, bacterial vaginosis, chills, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, feeling cold, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, memory impairment, migraine, mood swings, nausea, night sweats, pelvic pain, rash, supraventricular extrasystoles, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs received. New events: menorrhagia, device breakage, fallopian tube perforation, weight gain, skin breakout, mood swings, depression, chills, loss of energy, genital bleeding, vaginal bleeding, yeast infection, migraine, premature atrial contraction, nausea, dysmenorrhea, irritable bowel syndrome, hormonal imbalance, abdominal pain lower, headache were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/essure broke'), fallopian tube perforation ('migration of essure device / fallopian tube perforation'), uterine perforation ('migration of essure device/ perforation uterus') and multiple episodes of menorrhagia ('menorrhagia (heavy menstrual bleeding)', 'abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In september 2006, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal imbalance: irregularity"). In april 2013, the patient experienced vaginal discharge ("vaginal discharge"), urinary incontinence ("bladder problems/bladder or urinary problems or changes: bladder leakage"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), rash ("skin breakouts/rashes or skin conditions type: constant face, chest and back breakouts"), depression ("depression"), genital haemorrhage ("abnormal bleeding (general)") and anxiety ("psychological condition: anxiety") and was found to have weight increased ("hormonal changes describe: weight gain"). In february 2014, the patient experienced memory impairment ("forgetfulness") and fatigue ("extreme fatigue"). In 2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), night sweats ("night sweats"), feeling cold ("freezing"), abdominal distension ("bloating"), mood swings ("mood swings"), chills ("chills"), asthenia ("lack of energy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), supraventricular extrasystoles ("blood or heart disorder/condition type: pacs"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain lower") and headache ("headache"). The patient was treated with surgery (ablation, hysterectomy full, salpingectomy (bilateral salpingectomy) and hysterectomy full, salpingectomy bilateral). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, memory impairment, abdominal pain, the last episode of menorrhagia, vaginal discharge, urinary incontinence, vaginal infection, alopecia, night sweats, feeling cold, abdominal distension, weight increased, rash, mood swings, depression, chills, asthenia, vaginal haemorrhage, migraine, supraventricular extrasystoles, nausea, dysmenorrhoea, irritable bowel syndrome, anxiety and hormone level abnormal outcome was unknown, the pelvic pain, back pain, genital haemorrhage, bacterial vaginosis, vulvovaginal mycotic infection, abdominal pain lower and headache had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, asthenia, back pain, bacterial vaginosis, chills, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, feeling cold, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, memory impairment, migraine, mood swings, nausea, night sweats, pelvic pain, rash, supraventricular extrasystoles, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/essure broke'), fallopian tube perforation ('migration of essure device / fallopian tube perforation'), uterine perforation ('migration of essure device/ perforation uterus/displacement of her left essure into the endometrial cavity') and multiple episodes of menorrhagia ('menorrhagia (heavy menstrual bleeding)', 'abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizzy, vertigo, sinusitis, right upper quadrant pain, metrorrhagia, angiomyolipoma, asthma, obstructive sleep apnea syndrome, inflammatory polyarthritis, sacroiliitis, metrorrhagia, left lower quadrant pain and gerd. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), fluticasone, omeprazole and sodium bicarbonate;sodium chloride. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal imbalance: irregularity"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), urinary incontinence ("bladder problems/bladder or urinary problems or changes: bladder leakage"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), rash ("skin breakouts/rashes or skin conditions type: constant face, chest and back breakouts"), depression ("depression"), genital haemorrhage ("abnormal bleeding (general)") and anxiety ("psychological condition: anxiety") and was found to have weight increased ("hormonal changes describe: weight gain"). In (B)(6) 2014, the patient experienced memory impairment ("forgetfulness") and fatigue ("extreme fatigue"). In 2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), night sweats ("night sweats"), feeling cold ("freezing"), abdominal distension ("bloating"), mood swings ("mood swings"), chills ("chills"), asthenia ("lack of energy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), supraventricular extrasystoles ("blood or heart disorder/condition type: pacs"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain lower"), headache ("headache"), fungal infection ("yeast infection"), vulvovaginal discomfort ("pressure in vaginal area") and tenderness ("tender"). The patient was treated with surgery (ablation, hysterectomy full, salpingectomy (bilateral salpingectomy) and hysterectomy full, salpingectomy bilateral). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, memory impairment, abdominal pain, vaginal discharge, urinary incontinence, vaginal infection, alopecia, night sweats, feeling cold, abdominal distension, weight increased, rash, mood swings, depression, chills, asthenia, vaginal haemorrhage, migraine, supraventricular extrasystoles, nausea, dysmenorrhoea, irritable bowel syndrome, anxiety, hormone level abnormal, fungal infection, vulvovaginal discomfort and tenderness outcome was unknown, the pelvic pain, back pain, the last episode of menorrhagia, genital haemorrhage, bacterial vaginosis, vulvovaginal mycotic infection, abdominal pain lower and headache had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, asthenia, back pain, bacterial vaginosis, chills, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, feeling cold, fungal infection, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, memory impairment, migraine, mood swings, nausea, night sweats, pelvic pain, rash, supraventricular extrasystoles, tenderness, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort, vulvovaginal mycotic infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, vaginal discharge, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr and pfs received. Reporter information added. Events: pressure in vaginal area, tender added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), memory impairment ("forgetfulness"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue,"), alopecia ("hair loss"), night sweats ("night sweats"), feeling cold ("freezing") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full).). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, memory impairment, abdominal pain, back pain, menorrhagia, vaginal discharge, bladder disorder, vaginal infection, fatigue, alopecia, night sweats, feeling cold and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, device dislocation, fatigue, feeling cold, memory impairment, menorrhagia, night sweats, pelvic pain, vaginal discharge and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- event injury updated to pelvic pain, new events abdominal pain, back pain,menorrhagia (heavy menstrual bleeding), migration, vaginal infection, vaginal discharge, bladder problems,fatigue, hair loss, night sweats, freezing, bloating, forgetfulness were added. Patient information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.